Manufacturer narrative:
(B)(4). Date sent: 11/16/2023. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that upon delivery to account, product had black flecks inside of sterile packaging. Looks like mold and/or metal debris. No patient harm.

Manufacturer narrative:
(B)(4). Date sent: 11/22/2023. D4: batch # unk. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the msm20 device was returned inside its package unopened; upon visual inspection, an unknown foreign matter was noted to be inside the packaging. Although no conclusion could be reached on how the foreign matter was introduced inside the sterile package, it is possible that the foreign matter adhered to the device during the packaging process due to static. The reported complaint was confirmed. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot 420c34 number, and no non-conformances were identified.